Manufacturer narrative:
A review of the table's data event logs shows two warnings which were also visible to the user at the remote control. Both warnings were ignored and the table was articulated further. It appears that the warnings were associated with a collision which occurred at the table's foot end. The event times described by the account's staff correspond with times logged in the application. There is no indication that a mechanical malfunction of the table's components caused the drop. Conclusion: the table drop was caused by a user error & collision at the table foot end.

Manufacturer narrative:
The affected operating table was returned to trumpf medical for evaluation. Initial assessment of the table by trumpf medical internal service did not reveal any issues. No components were found to be loose and the table operated as intended. The service technician performing the evaluation noted that the emergency floor lock release sticker had been pierced. Engaging the emergency floor lock release results in a sudden table drop of about 1 to 2 inches. The emergency release function works anytime, even while the table is switched off. The table logs were exported and sent to r&d for evaluation. This review is currently in progress. A follow-up report will be submitted if any new information is discovered.

Event description:
During a procedure, a trumpf medical trusystem 7000 dv operating table was being moved to reverse trendelenburg position when the table allegedly dropped 2 to 3 inches. The incident resulted in a 1 inch laceration to the patient's liver, which was cauterized and the case proceeded without further incident. The operating table was returned to trumpf medical for evaluation.